Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed.  The reported problem (monitor makes a clicking sound, failed incoming testing) was confirmed.  Upon investigation the monitor was emitting a clicking noise and reset during incoming testing.  The cause for the failure was isolated to a shorted ca board power supply that thermally damaged u6, u1004, u1005, r23 components. Additionally, c16 on the defibrillator pca was found to be swollen, and the u1 pad was lifted, contributing to the failure. The root cause for the shorted power supply and swollen components could not be positively identified. No adverse event resulted from the defective equipment.

Event description:
A us distributor reported that a patient's monitor was emitting a clicking noise and failed incoming testing.